Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage closure procedure was being performed. A watchman access system was positioned and a 24mm watchman flx closure device and delivery system (wds) were advanced and positioned at the laa. The wds was deployed, however immediately after deployment, the closure device detached from the core wire. The closure device was well seated in the laa with good compression and no leak. The patient was stable and discharged the same day without complications.

Manufacturer narrative:
Device and media evaluated by MFR.: the watchman flx delivery system was returned without the closure device (as it remains implanted). Visual inspection revealed numerous kinks in the sheath. Microscopic examination revealed tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip, which is consistent with deploying and recapturing the implant. The observed damage was attributed to procedural factors as the most likely cause due to the forces that are put upon the device during insertion, advancing, and manipulation. Product analysis could not confirm the reported pre-mature detachment as clinical circumstances could not be replicated. Procedural media was provided to aid in the investigation and reviewed by a boston scientific medical director. The media comprised of transesophageal echocardiography (tee). No imaging of the alleged pre-mature detachment was shown in the available media. All imaging of the watchman flx closure device was post-release. In all views, (0, 45, 90 and 135 degree), the watchman flx closure device position was acceptable with a mild shoulder in some views but no detectable leak by color doppler. The watchman flx closure device measurements and its shape suggest sufficient compression. The available imaging did not allow determination for the cause of the alleged pre-mature detachment but suggest that the watchman flx closure device position, seal and compression were satisfactory (tug test could not be performed).

Event description:
It was reported that pre-mature detachment occurred. A left atrial appendage closure procedure was being performed. A watchman access system was positioned and a 24mm watchman flx closure device and delivery system (wds) were advanced and positioned at the laa. The wds was deployed, however immediately after deployment, the closure device detached from the core wire. The closure device was well seated in the laa with good compression and no leak. The patient was stable and discharged the same day without complications.